Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a position check failure resulting in all atrial tachycardia/atrial fibrillation (at/af) therapies being disabled, a high impedance measurement, loss of capture, and post surgery exhibited undersensing and high thresholds. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.